Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was 87 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the reservoir compartment was broken and reservoir was not staying in place. Customer stated that the damage screwing in reservoir and it broke and the o ring fell off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off an d the black o ring missing noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Device passed displacement test and self test.